Event description:
Customer reported cuff inflated, but did not hold the air. Customer confirmed that no additional harm to the pt. Covidien has attempted to gather further details surrounding the circumstances of this report, no additional info was available.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.